Event description:
It was reported that the system had a low ma and low kv error message and the system could not produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.